Event description:
It was reported that a patient's device was replaced because the patient's generator was no longer working after an MRI for a back examination. The generator had inadvertently not been programmed off prior to the MRI. It should be noted that per vns MRI precautions, mris should not be performed with device on nor should it be performed on the back when the patient is implanted with a model 102. After a thorough examination the patient was found to have no nerve damage. Further information was received that the reason the device wasn't working was because it couldn't be interrogated. It was reported that the suspect MRI occurred in (B)(6) 2018. The generator was confirmed to be functioning up until (B)(6) 2018 when the MRI was performed and after the MRI, physician tried to program the device back on and determined it couldn't be interrogated. Two mris were performed on the day. One on the patient's brain and one of the back. The MRI was at 3 tesla. It was then reported that the failure to program had been persistent across multiple days and with two different programming systems. Both programming systems used were confirmed to be functioning before and after this event, and steps to reduce electromagnetic interference were taken without success. Attempts to interrogate the generator had even been performed after it was explanted. It was noted that no error messages were observed when trying to interrogate the device. The device history records of the generator were reviewed. The device passed final quality and functional specifications prior to release. Product return is not expected. No further relevant information has been received to date.

Manufacturer narrative:
Unique device identifier (UDI), corrected data: the initial report inadvertently did not include the UDI.

Event description:
It was reported that the patient had no symptoms with stimulation pr behavior either pre-MRI or post-MRI. Due to shipping restrictions from the country of event, product return is not possible at the time of this report, but may occur in the future. The suspect product has not be received to date. No further relevant information has been received to date.